Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the display of the blood glucose monitor is defective, and she is unable to correctly read the information. No adverse event was reported. The alleged product was requested for evaluation.